Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was seen for lead pullout and experienced an infection at the lead site. The patient was admitted to the hospital and treated with IV antibiotics. Patient will be receiving home infusion antibiotics as he tested positive for mrsa related manufacturer reference number: 3006705815-2023-01728.

Manufacturer narrative:
A patient developed a mrsa infection was reported to abbott. The patient was treated with IV antibiotics and will be receiving home infusion antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.